Manufacturer narrative:
A review of the manufacture records for this device has been conducted.additional information has been requested. Should it become available a supplemental report will be submitted.(B)(4)

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the nanocross elite was received in two segments: the proximal segment is approximately 45cm in length. The distal segment is locked up on a 0.014in guidewire. A z-kink in the guidewire is noted at the proximal end of the distal nanocross elite segment. Crystalline substance was noted on the guidewire and in the proximal end of the distal segment guidewire lumen. Accordion folding of both the balloon chamber material and inner guidewire lumen was noted at the proximal end of the balloon chamber. The guidewire lumen exhibits accordion folding within the balloon chamber. All components of the balloon chamber including radiopaque marker bands are accounted for. All components of the dilatation catheter are accounted for.

Event description:
The physician used the nanocross balloon catheter to shoot a small amount of contrast into the distal vessel. When the physician was removing the balloon over the .014 wire, the balloon became stuck on the wire. The physician then decided to try to cut the balloon and the wire to load an 035 support catheter over the top, however the wire could not be cut. The physician then removed the wire and the balloon from the body together as 1 unit, losing wire access. No intervention was required and no medications given. Investigation of the returned nanocross on (B)(6) 2015 found the device was in two segments; all components were accounted for. The distal segment was locked up the 0.014 guidewire and there was dry residue in the guidewire lumen.